Event description:
Equipment failure. "Nitric oxide sampling line/filter occluded" then display read "no delivery failure" after line and filter replaced. Machine was immediately replaced with no complications noted.